Event description:
It was reported that the patient was treated on arctic sun device (s/n (B)(6)). They disconnected to go to the lab and upon their return, observed a message about an air leak and the screen went blank. The nurse confirmed that they were connected to a wall outlet and not a bed outlet and did cycle the power. Mss advised the device will need to go to biomed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported issue could not be determined as no issues were found following a functional test. Nurse confirmed they were connected to a wall outlet and not a bed outlet and have cycled the power. Mss advised the device will need to go to biomed. Biomed was unable to duplicate the reported issue of not powering on. Biomed checked the arctic sun and did not see any issues. Arctic sun was returned to service. Device history record review is not required as the reported event is unconfirmed. As the reported event is unconfirmed, labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was treated on arctic sun device (s/n (B)(4)). They disconnected to go to the lab and upon their return, observed a message about an air leak and the screen went blank. The nurse confirmed that they were connected to a wall outlet and not a bed outlet and did cycle the power. Mss advised the device will need to go to biomed.